Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998cws, lot# n25900, implanted: (B)(6) 2002, product type: lead. Product ID: 3587a, lot# l93908, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3998cws, lot# n25900, implanted: (B)(6) 2002, product type: lead. Product ID: 3587a, lot# l93908, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not worked since it was implanted in 2002. The patient stated that it had paralyzed her. The patient stated that she had had to go right back into surgery, but the health care provider (hcp) would not remove the device. Additional information has been requested but was not available as of the date of this report. If additional information becomes available, a supplemental report will be filed.

Event description:
It was additionally reported that dr. Workman said that "this was not something he was aware of." It was reported that he stated that the patient "does not have paralysis." It was noted that she "walks into the office on her own just fine." He had no information to provide regarding this event. If additional information is received, a supplemental report will be submitted.